Event description:
Customer was performing validation studies on the galileo testing forward abo grouping. Initially, an a, rh positive specimen typed as o, rh positive. The customer repeated the specimen and the galileo typed the specimen as a, rh positive.

Manufacturer narrative:
The customer's instrument was accessed and the image files for the microplate used to process the run wtih the discrepant typing result was analyzed. This analysis confirmed that anti-a was added to the test well, and there was no evidence of a sample clot. An atypical image was observed for the anti-a well which suggested potential binding of red cells to the microplate. The same plate was used to run a failed qctest prior to the discrepancy. The qctest failure was associated with a system error indicating that the reagents were removed from the system before use; therefore, only system liquid had been added to the first strip of the microplate. The plate sat for approximately 30 minutes with the system liquid in the wells. Prior to starting the forward grouping test, the operator indicated to the instrument that strip 1 was available when they went in to re-activate the strips after the failed qctest run. Strips that have had any liquid pipetted into them should not be re-used. Because the system liquid is clear and colorless, it is not unexpected that this would not be detected by the instrument during the strip clean read. Strip 1 was the same strip used for the test with the erroneous result. It appears that the re-use of this strip contributed to non-specific binding of the patient cells to the microplate in the anti-a well, causing the false negative interpretation.